Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information: (serial number). Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Evaluation was unable to reproduce the reported "failed downstream occlusion test", the device was found to pass downstream occlusion detection testing. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.